Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) apical artery. The physician advanced a 2.5 x 20 mm promus element stent to the lesion but could not cross the lesion. When the physician removed the device it was noted the distal edge of the stent was lifted. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is good.